Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. An attempt was made to reach this social media consumer to obtain more information and no response was received. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that upon removal of an unspecified number of tampons, the string broke and left the pledget inside of her. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.